Event description:
A customer reported to baxter (B)(4) of an adminstration set, in which a luer broke in a 3 way stopcock. This occurred with a patient during an infusion. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Batch file review did not reveal any issues related to this complaint and has passed all statistical sampling acceptance criteria for all tests performed including in-process testing and product testing. A sample was sent in for an evaluation. It is to be stated that once the luer lock has been rotated and activated, the rotary component is locked in the forward position and this then provides an automatic eject feature on disconnection. If the luer lock is not rotated until it is activated, the self ejecting feature will not work which might make the luer lock more difficult to disconnect. The cause of the reported condition was due to misuse. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.